Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, the manufacturer has made multiple attempts to follow up for the product return but was unsuccessful. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01839.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, two ruby coils were unable to advance through the non-penumbra microcatheter. It is unknown if resistance was encountered; however, the ruby coils were successfully removed. The procedure was then completed using new ruby coils and additional coils. There was no report of an adverse effect to the patient. Please note that the manufacturer has requested additional information from the customer regarding the details of the event; however, no additional information has been obtained.